Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user reports her stoma was bleeding for 3 days. She is currently in a rehab facility. She stated she has a large 20 pound hernia on the right side of her stoma. She was on a shower chair that was too small her. She was trying to turn to the right to try to fit in the chair. She rubbed her stoma on the hand rail. She stated that this made her stoma bleed for 3 days. Her physician is aware of this and stopped her blood thinner medication. She could not recall the name of the medication. She is requesting a larger wafer and pouch. Product use and skin care instructions provided.